Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round moderate plus profile gel-filled breast implant 375cc gel breast prosthesis, catalog #3503751bc, lot #1006766. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a bilateral breast augmentation procedure with a mentor smooth round moderate plus profile gel-filled breast implant 375cc gel breast prosthesis and a mentor memorygel breast implant 400cc gel breast prosthesis that both ruptured after implantation. As a result, the patient underwent bilateral explantation and replacement with non-mentor prostheses on an unknown date. This medwatch report is for the rupture of the mentor memorygel breast implant 400cc gel breast prosthesis.

Manufacturer narrative:
On 07/30/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. On 07/31/2018, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the gel contained in the device appears cloudy. Brown material was observed within the device or on the shell surface. The product evaluation (pe) team discovered a rent measuring approximately 9.5 cm on the anterior aspect and a crease located on the anterior aspect and extending to the posterior aspect. No other anomalies were discovered. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, pe was precluded from further evaluating the device. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. There is no evidence that the issue is related with manufacturing. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet; however, complaint trends for mentor devices will continue to be monitored by quality assurance. Mentor performs 100% inspection and testing of all devices prior to release. Manufacturer¿s reference number: (B)(4).